Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician had problems stopping the patients bleeding postoperatively. The patient was on anticoagulation therapy. The patient presented on (B)(6) 2013 with black skin around the area where the implant was. The physician took the patient to surgery and washed out the abdominal wall, took out the implant, and left in the leads but tucked them into a separate subcutaneous pocket. There was no infection present. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).